Event description:
It was reported that interrogation of this pacemaker in clinic found the device had reverted to safety mode. Technical services (ts) discussed device settings in this mode. The root cause was not known/identified and the patient planned to follow up with their physician on an unknown future date. At this time no additional information is available. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that interrogation of this pacemaker in clinic found the device had reverted to safety mode. Technical services (ts) discussed device settings in this mode. The root cause was not known/identified and the patient planned to follow up with their physician on an unknown future date. At this time no additional information is available. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. It was reported that surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The product has been received for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. An attempt was made to interrogate the device but it exhibited no telemetry function. The device case was removed to facilitate inspection and testing of the internal components. The device battery was found to be depleted. The device was taken out of storage mode and the device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The cause of the reported clinical observations could not be definitively confirmed as testing of the device did not identify any battery anomalies and was unable to determine the cause of the device entering storage mode.

Event description:
It was reported that interrogation of this pacemaker in clinic found the device had reverted to safety mode. Technical services (ts) discussed device settings in this mode. The root cause was not known/identified and the patient planned to follow up with their physician on an unknown future date. At this time no additional information is available. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. It was reported that surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.